Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the.... The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the site was having an issue with patient registration and the surgeon only uses trace registration and no touch points were collected. Site had to perform trace registration three or four times before proceeding to navigate. It was reported that an inaccuracy was observed at the end of the case. Surgeon was accurate initially however as the case proceeded the inaccuracy increased. Surgeon opted to abandon navigation at the end of the case due to inaccuracy. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: the patient archive from the system was not provided, however the system logs were reviewed for the reported issue. For the inaccuracy the logs were inconclusive. Registration 2.3mm with 663 trace and 3 touch. Navigation was used for approximately 2.5 hours. It was not possible to assess the quality of the model via log inspection. The patient had 15 exams, but only 3 in the merge set. After changing the registration exam, autorefine was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.